Manufacturer narrative:
(B)(4).

Event description:
Noise was noted on the atrial and ventricular channels. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event was not able to be confirmed during the device evaluation. No noise was detected on the ra or rv channels. The source of the reported noise remains unknown as additional analysis indicated that the device exhibited normal characteristics.